Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for the patients sinus tachycardia. Technical services (ts) suggested reprogramming options by raising the ventricular tachycardia (vt) zone. At this time, no adverse patient effects have been reported. This product remains in-service.